Manufacturer narrative:
Other relevant device(s) are: product ID: sensh1828w, serial/lot #: (B)(4), ubd: 02-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two sentrant sheaths were attempted to be used in an unknown endovascular procedure. It was reported that during an attempt to implant an evolut r valve, the physician could not advance the delivery system past the iliac artery due to a heavily calcified lesion. The physician then attempted to advance sentrant sheath (14f and 18f), but it was also unable to cross. Attempts were also performed to dilate the artery with balloons and other non mdt stents, with no success. The physician then decided to abort the procedure. The dcs was removed and a non-medtronic closure device was used, which resulted in a total vascular occlusion. After several attempts to open the occlusion, the patient was transferred to an emergency vascular surgery. The patient expired on the same day. As per the physician, the patient died due to internal bleeding during vascular surgery post tavi. No additional clinical sequelae were provided

Manufacturer narrative:
As per the physician, the events were not thought to be related to the sentrant sheaths. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.